Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day approximately 1 year prior to contacting lfs. She obtained a result of "290 mg/dl" on the subject meter and "240 mg/dl" her doctor's meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. It is unknown what kind of results she has been obtaining within the last year or if she continued using the meter. The patient stated that she does not take any medications to manage her diabetes and due to the alleged issue on (B)(6) 2011, at 3 pm, decided to decrease her intake of food and drink. On an unspecified day, it is unknown if it was before or after the alleged issue occurred, the patient claimed that she felt "too low blood symptoms". Reportedly in (B)(6) 2011 at 3 pm, in response to her unknown symptoms she self treated with glucose tablets. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, correct testing technique and was using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, compared to her "low symptoms" suggestive of hypoglycemia, which required intervention, possibly after the alleged meter issue began.